Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 169 mg/dl. Customer stated that the approximate size of air bubbles was foamy. Customer stated that the air bubbles were noticed during filling in the reservoir. Customer troubleshoot was performed. The reservoir will not be returned for analysis.